Event description:
The blood pulled into the catsmart continuous autotransfusion reservoir (approximately 600 cc's) was not returned to the patient and needed to be discarded. The patient's blood was drawn into the reservoir unfiltered and caused a clog in the reservoir bottom outlet. The blood could not be processed by the catsmart. There was a tubing connection setup error. The vacuum line was connected to an incorrect port on the reservoir. There are ports on the filtered side and the unfiltered side of the reservoir that look identical. The ports are not clearly labeled. This is the second occurrence of this error.